Manufacturer narrative:
This report is submitted on may 24, 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2022 to remove small amount of crust around the surgical site.